Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/23/2014: a damaged keypad with intermittent button response and contact contamination.

Manufacturer narrative:
Device evaluation: on examination, the keypad was noted to be peeling from the contrast button to the ok button. The keypad was torn at the ok button. On testing, all the keypad buttons had intermittent unresponsiveness. The keypad cover was removed for investigation and revealed the ok button contact was inverted. No scrolling on the display screen was noted. There was contamination on all the keypad button contacts.